Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Part 03.010.045, lot 4819614: release to warehouse date: march 09, 2005. Supplier: (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent a procedure for a fixation proximal femur fracture (left side) on (B)(6) 2016. The drill guide assembly (protection sleeve) would not pass through the insertion handle when the surgeon tried to insert a lateral entry femoral nail and 120 degree screw. The surgeon used another insertion handle and protection sleeve and had the same issue. The surgeon finished the procedure by using a different drill guide. There was a surgical time delay of five minutes. There were post-operative x-rays taking that were part of the surgical plan. The surgery was successfully completed. The patient status outcome is stable. Concomitant devices reported: 120 degree screw (part unknown, lot unknown, quantity 1); drill guide (part unknown, lot unknown, quantity 1); lateral entry femoral nail-ex (part unknown, lot unknown, quantity 1). This is report 1 of 4 for (B)(4).

Manufacturer narrative:
The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that it was the outer protection sleeve that would not fit through the first insertion handle. The surgeon used a different protection sleeve to get down to the bone to finish the procedure. On the back-up table in the operating room, the surgeon used another back-up insertion handle and had the same issue.

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed. Two (2) protection sleeves (part # 03.010.063, lot # 4818407 and lot # 1412961) and two (2) insertion handles (part # 03.010.045, lot # 1520350 and lot # 4819614) were returned with a complaint stating that the protection sleeves would not pass through the insertion handles. The devices were functionally tested at customer quality (cq) and the complaint condition was able to be replicated. This complaint is confirmed. Gouges exist on the returned protection sleeves preventing them from being inserted fully into the insertion handles. The true root cause of this damage could not be determined with the given information, but it is likely that excessive force was used during insertion and extraction of the protection sleeves with respect to the insertion handles as evidenced by the hammer marks on the returned devices and spiral score marks on the returned protection sleeves. A visual inspection, functional test, drawing review and device history record (DHR) review were performed as part of this investigation. No product design issues or discrepancies were observed. The returned parts were determined to be suitable for the intended use when employed and maintained as recommended. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.